Event description:
Late last week I gave myself and my child celltrion covid tests and there appeared to be a line indicating the test was positive. However the background stayed pink and the line was white/grey and after consulting a provider they said to consider the test invalid and test again in a few days. (The results window being pink made it look like a photo negative where the colors were swapped, the line was grey/white & on a white background likely not noticeable but on the pink background it was obvious.) We had to order new test kits and when they arrived I took a celltrion covid test and again it had what appeared to be a faint grey line but this time the background was white so it wasn't as obvious. Then I tested my family members. They also had the same faint grey line. After the initial anxiety about being positive subsided I was curious about the tests all being nearly identical in appearance considering we would all have different immune responses, be at different points in our infections, etc in conjunction with the likely "invalid" tests the week before. So I decided to do a "control" test with just unadulterated reagent (straight from the tube, no sample/swab & no other substances like water etc) and the same line appeared. Today I did the same experiment but recorded doing the control test so it could be seen the reagent was used without any additions or alterations and it happened again. So now I have two "control" tests that appear to have either false positives or evap lines (like pregnancy tests). I know false positives are rare but this brand has been recalled for them before. I also know that there hasn't been a lot of documented info on evap lines on covid "lfts" but it seems possible. And I also know that evap lines on pregnancy tests are often the result of reading them after the timeframe in the instructions I also know that pregnancy tests are typically read much sooner than covid tests (5min vs 15min) and that the covid tests I have taken have all been in extended expiration periods. The initial ones were going to expire next month and the second batch are going to expire in january. After doing some amateur observations it *seems* to *me* like there is some issues with fiber degradation on the test strips making the line show grey like an evap line on a pregnancy test. It is not pink or red, it is clearly colorless. And it shows even when there isn't a sample & it's just reagent. In the past week I also took two binax tests and two flowflex tests and none of them had a faint line of any color. Ref report: mw5146128.